Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive disk. No pt injury was reported.